Manufacturer narrative:
(B)(4). A 3.5x15 mm xience xpedition stent was implanted in the proximal circumflex artery. A balance middle weight guide wire was advanced toward the 2nd marginal artery through the stent. A non-abbott hemostatic sponge was positioned and several coils were placed at the distal 2nd marginal artery. The effusion was not totally reduced so the patient was sent to surgery for coronary artery bypass graft (CABG). The patient is still hospitalized. There was a clinically significant delay in the procedure due to the perforation and conversion to surgery. No additional information was provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. Additionally, a conclusive cause for the reported patient effect could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. The ht versaturn guide wire referenced is being filed under a separate medwatch MFR number.

Event description:
The patient presented with non st elevated myocardial infarction (mi). It was reported that the procedure was to treat a lesion in the 2nd marginal artery. The circumflex artery lesion was pre-dilated with a non-abbott 3.0x12 mm balloon. A versaturn guide wire was advanced to the 2nd marginal artery to treat a bifurcation lesion. Two non-abbott balloons were used to pre-dilate the lesion and a 3.5x23 mm xience xpedition stent delivery system (sds) was advanced, the system was inflated to 14 atm and the stent was implanted. Another versaturn guide wire was advanced to the 2nd marginal artery through the 3.5x23 mm xience xpedition stent to exchange the guide wire. During removal of the 1st versaturn guide wire, the guide wire tip was caught under the 3.5x23 mm xience xpedition stent and the tip separated. The proximal portion of the guide wire was removed from the anatomy; hence, both versaturn guide wires were removed from the marginal arteries. Ultrasound was performed and a bleeding effusion was observed at the distal part of the 2nd marginal artery. Reportedly one of the two versaturn guide wires used caused a perforation. An unspecified balloon was used to reduce the effusion, a hemostatic sponge was used to attempt to stop the bleeding, and an unspecified drainage kit was used. Several unspecified coils were implanted. A thrombosis was observed at the 3.5x23 mm xience xpedition and was treated with a protamin injection. The effusion was reduced at that time. A 3.5x12 mm trek nc balloon catheter was used to crush the thrombosis against the vessel wall.

Manufacturer narrative:
(B)(4). The cine of the event was received and reviewed by an abbott clinical specialist; however, the review was inadvertently left out of the qe analysis submitted on the initial MDR. The abbott clinical specialist concluded the following: the images received confirm the separated tip of the versaturn guide wire within the lcx artery at the level of the bifurcation and trapped within the previously deployed stent. Also confirmed within the images is the perforation of the 2nd om artery related to the use of the versaturn guide wire. The perforation is likely a result of the 2nd versaturn wire within the artery and not related to the versaturn wire with the separated tip. The staining is noted only well after the separated tip is seen. Also confirmed within this review is the use of the coiling to control the effusion. There is significant coiling noted. The use of the progreat catheter and probable injection (as the catheter was introduced that matched the injection) in the artery of protamine is also confirmed tentatively. The introduction of the catheter assumed to be the progreat matches the description of the incident.